Manufacturer narrative:
The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.

Event description:
The report stated that during an lavh, the jaws of the device were sticking. The device was cut out of the tissue. This resulted in bleeding less than 250cc.